Event description:
It was reported during the procedure that a pericardial effusion occurred. Several devices were used during the procedure which included the ibi cool path ablation catheter (model 84310, lot unk) and other st. Jude medical diagnostic catheters. The physician and staff had placed the right atrial catheters and had made one transseptal puncture and started creating geometry with ensite navx before the sjm rep was present. Once present; the staff and rep fused the geometry to the CT image and started to ablate with the irrigated tip catheter on the lateral wall of the left atrium (about 15 drag lesions) until the geometry was no longer accurate. Lesions were stopped the geometry was re sampled. The staff re-fused to the CT and it was apparent that the collected geometry, the fluoro image, and the CT model no longer agreed. At this time, the physician wanted to confirm the findings with intracardiac echo and noticed an effusion had occurred. The effusion was treated by a cardiologist who performed a pericardiocentesis. A chest tube was placed and removed the next day prior to the pt being discharged. There was no apparent blood pressure drop or tachycardic event that could have indicated the effusion or in which step of the process the effusion could have been caused. The physician did not feel there was a malfunction of the catheter that would have caused the effusion.

Manufacturer narrative:
We are in the process of evaluating the devices. Once our investigation is complete, a follow up report will be submitted.